Manufacturer narrative:
Product analysis could not be undertaken as the device was not returned for investigation. Lot history review could not be performed as the lot number of the device is unknown. Hence a definitive root cause for the reported issue could not be determined. Ureteral injuries are a known complication in ureteroscopic stone removal procedures, and stent placement may be required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. Multiple devices were used including devices from other manufacturers during the procedure. There was insufficient information to determine whether the device may have caused or contributed to the injury resulting in the stent placement. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026, a sure procedure was attempted on a patient with compromised kidney function that the physician initially recommended a nephrectomy. Resistance was reported in the ureter while attempting to access the kidney requiring intraoperative ureteral dilation with several ureteral access sheaths. The cvac system then entered the ureter through the sheath and a ureteral injury was identified. The case was halted and a stent will be placed for six weeks.